Manufacturer narrative:
Event site postal code: (B)(6). UDI # is incomplete as primary di number is not available at this time. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4). H3 other text: device not returned.

Event description:
It was reported that after inserting an intra-aortic balloon (iab), the optical pressure sensor was not detected. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.